Event description:
Reporter alleged obtaining a discrepant blood glucose result of 290 mg/dl back to back with a result of 130 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that on a different day, she also obtained a result of hi (greater than 600 mg/dl) back to back within 10 minutes of a result of 230 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.